Manufacturer narrative:
An event regarding a x3 triathlon cs insert #7 11mm involving infection was reported.the event was not confirmed. Method & results: -device evaluation and results: visual, dimensional and functional inspections were not performed as product was not returned. -medical records received and evaluation: not performed as no medical records were returned. -device history review: indicated all devices accepted into final stock met specifications. -complaint history review: there have been no other similar events for the lot or sterile lot referenced conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Poly swap. Update as per sales rep 8/5/2015: this was a revision of a primary right knee due to infection.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital regulations. Additional information has been requested but not provided due to hospital regulations. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Poly swap. Update as per sales rep 8/5/2015: this was a revision of a primary right knee due to infection.